Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. The customer¿s current blood glucose level was 469 mg/dl and the 184 mg/dl at the time of the incident. The troubleshooting was declined for the high blood glucose. The customer stated that infusion set cannula was bent. The customer was treated with the manual injection. The device will not be returned for the analysis.